Manufacturer narrative:
Testing was performed using glycolyzed blood with the returned strips. All testing produced acceptable results and no strip defects were observed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Controls were run on both meters with passing results. The test strips were requested for investigation. The test strips were received for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing. H3 other text : na.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on two accu-chek inform ii meters serial numbers (B)(6) (meter a) and (B)(6) (meter b). The result from meter a at 11:12 a.m. Was 444 mg/dl. The result from meter a at 11:13 a.m. Was 253 mg/dl. The result from meter b at 11:17 a.m. Was 321 mg/dl. No laboratory testing was performed.